Manufacturer narrative:
Additional information has been requested for this event. The investigation is ongoing.

Event description:
It was reported that after a da vinci assisted bariatric gastric revision and lap band removal procedure, a staple line leak occurred requiring re-operation. The patient experienced an unspecified complication and ultimately expired on post-operative day 24. The intuitive clinical sales representative was informed by the surgeon's physician assistant that during the robotic procedure, two sureform 60 blue stapler reloads were fired. On the second stapler firing, a tissue push event occurred towards the end of the staple line. The surgeon oversewed the staple line at the time. There were no other issues reported during the da vinci procedure. On an unspecified later date, a post-operative leak was discovered from this staple line. The patient underwent a re-operation to repair the leak. On a later date, the patient developed a complication secondary to the staple line leak and was reintubated. The patient's family ultimately elected to take the patient off of life support and the patient passed. No further specific details were provided. Additional information has been requested.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Section b5 additional information: it was reported that after a da vinci assisted gastric revision and lap band removal procedure, a staple line leak occurred requiring re-operation the patient expired. The surgeon stated that the procedure was a complex revision of an old vertical-banded gastroplasty complicated by severe outlet stenosis and a chronically-eroded, fixed gastric band. After removing the old gastric band, the surgeon intended to create a longitudinal gastrogastrostomy to connect the obstructed vertical gastric compartment and the gastric remnant. The surgeon stated that the complication with the stapler reload occurred with the first of the two blue reloads. The blue reload and stapler instrument were inserted into the gastric lumen via gastrotomy and fired on the gastric compartments at the old staple line from the original gastric band. This reload fire had no pauses, but at the end of the firing sequence, the system indicated that the firing sequence could not be completed. The message occurred with about 1cm left until completion of the staple line. The staple line was inspected and appeared unremarkable. When positioning the second blue reload and stapler a dehiscence was noted at the end of the previous staple line; the rest of the staple line appeared in good condition. The second blue reload fired without issue to extend the desired gastrogastrostomy. Besides the dehiscence at the end of the first blue reload fired, the two staple lines looked in good condition and there was no bleeding. The dehiscence and the gastrotomy site were sutured in two layers and closed with a drain in place over the sutures. An upper gi contrast exam on post-operative day (pod) 1 found no observed leaks. The patient was discharged on pod 4 in good condition. The patient returned to the emergency room five days after discharge (pod 9) with sepsis and renal failure. The patient received fluid resuscitation, pressors, antibiotics, intensive care unit (ICU) admission, percutaneous drainage of intra-abdominal process, and continuous renal replacement therapy. A gastric leak was confirmed and the patient was taken back to the operating room on pod 11 where a gastric dehiscence extending from the first blue reload to the repaired gastrotomies at either end. Malformed staples were observed along the dehiscence. A transluminal inspection did not show any problem with the back wall of the staple line. There was no apparent issue related to the second blue reload staple line. The dehiscence was debrided and repaired and the abdominal cavity was irrigated and lavaged. An omental patch was secured over the gastric repair and drains were placed. The repair was successful and the patient gradually improved; however, the patient's airways were complicated and re-intubation was required. The family elected for comfort measures only and patient expired on pod 24. The discharge summary noted "asystole" as the cause of death. The surgeon stated a concern that the first blue reload's dehiscence could have contributed to the patient's clinical course. Re-review of the event by an intuitive medical safety officer (mso) concluded that the patient died following a complex bariatric revision procedure. Although there was a stapler issue during the procedure, the issue was addressed and the anastomosis created by another cartridge of the stapler appeared intact. The anastomosis was confirmed to have no leak on a subsequent postoperative contrast study on post operative day one. Despite these reassurances, a leak eventually developed a few days later. Malformed staples were noted on a subsequent procedure. Other contributing causes of delayed leaks, such as described here, can be multifactorial and include tissue ischemia, compromised tissue integrity due to prior procedures, and other possibilities. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci products for investigation. Although the complaint could not be confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue. Advanced failure analysis review of the sureform 60 stapler (model 480460-09, lot number k11240927-0395) used during the procedure found that it was installed on the system 2 times and fired 2 blue reloads. On install 1, the first clamp was successful, but was followed by a firing failure. The firing stopped at about 99% completion, after a duration of about 11 seconds. On install 2, the first clamp was aborted by the user. The next 3 clamp attempts were successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. No errors were observed in the logs. A device history record (DHR) review was performed for the device(s) involved with this reported event and there were no non-conformances identified to be related to this complaint. A probable root cause cannot be determined based on the information provided as the instrument and reload were not returned for further evaluation.